Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgical procedure the surgeon noted that the micro-scissors were damaged. The surgeon was able to remove the scissors form the patient's eye before it broke. Additional information has been received indicating the doctor inserted the scissors through the trocar and noticed that they were broken before he used them. He very carefully removed the instrument from the eye without it breaking in the eye. Once it was removed, one side of the scissors broke off. The surgeon proceeded to remove the scissors and the broken piece off the surgical field, retrieved the package and replaced with another disposable scissors. The case was completed with no harm to the patient.

Manufacturer narrative:
The received sample was found in the outer blister including cover foil. One scissor blade was broken off and the other very bent. Surgery residuals were visible. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The sample was not returned properly and was probably additionally damaged during transport. Due to the condition of the sample the customer's complaint could not been confirmed. The bending does not allow a detailed examination of the root cause. The root cause for the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).